Event description:
On 9/7/94 distributor learned from the center that on 9/4/94 the staff was alerted by the pulse oximeter alarm and found the pt had become disconnected from the ventilator. Audible alarm never sounded although the visual alarm did light up. According to the center the ventilator has been on the pt for two days prior to the incident and the pt's condition did not seem to have been affected by the incident.